Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead dislodged. It was confirmed due the loss of capture and flouroscopy performed. The lv lead was repositioned. No additional adverse patient effects were reported.